Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation code-conclusion longer applies.

Event description:
The implantable pump and catheter were returned to the manufacturer. The healthcare provider (hcp) stated that due to the unusual circumstances around this patient¿s post-op course, with no biological contaminants proven, the physician wanted the device analyzed for any metals and/or plastics that may have been present in the reservoir. It was further indicated there had not been any studies/diagnostics completed on the reservoir contents as the hcp¿s laboratory did not have the necessary equipment to do so. The device was not replaced.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml gablofen at a dose of 99.9 mcg/day via an implantable pump for cerebral palsy. It was reported that the patient had a successful trial with intrathecal baclofen (itb) lumbar puncture bolus injection at 50 mcg. The patient was verbal and involved in her care/disability. The pump was implanted on (B)(6) 2016 and started at a dose of 99.9 mcg/day. Within 24 hours the patient had nausea, vomiting, phonophobia, photophobia, neck pain, afebrile, and a headache. The patient was started on vancomycin, gentamicin, and ceftriaxone intravenous (IV) to combat a possible infection. The cerebrospinal fluid (csf) culture and urine culture came back clear and negative for an infection. A CT scan was performed and that was clear as well. The patient continued to have symptoms and an increase in tone. There was no dose adjustment made as the patient was hypertonic. There was suspicion of a wound infection, but the infectious disease hcp did not think that was likely as all the tests were coming back clear. The pump and catheter were explanted on (B)(6) 2016 and the patient recovered quickly after explant. On (B)(6) 2016, the patient was still having urinary retention, so they were catheterized. The patient also had nausea, retching, and was still on antibiotics. On (B)(6) 2016, the patient was back to baseline, she did still have spasticity. The patient was ambulatory though and able to keep food down. The white blood count and c-reactive protein were normal. The incisions were showing no issues. On (B)(6) 2016, the antibiotics were stopped and the patient was monitored until discharged on (B)(6) 2016. It was stated that they do not know what could have caused this. The pump had not been accessed. The hcp suspected a non-biological contaminant. The hcp wanted the drug in the pump tested as well. Oral baclofen was given to the patient.

Event description:
Additional information was received from a healthcare provider on 2017-apr-11. It was reported that the patient's weight on (B)(6) 2016 was (B)(6). No further complications were reported as a result of the event.